Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the driver broke after the "surgeon used excessive force when implanting." It is unknown if the screw was affected. Another driver tip was used to complete the procedure. There were no adverse patient consequences and no delay in procedure. The reported driver was discarded by the facility. This report is related to report number 3025141-2022-00281 for the screw involved in this event.